Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, abdominal pain and subsequent surgical intervention for mesh removal. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This emdr represents the bard/davol ventrio st (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2018, the patient underwent surgery for repair of a ventral hernia and a ventrio st was implanted to repair the hernia defect. On (B)(6) 2018, the patient was admitted to have surgery due to abdominal pain in the same area affected in the operation of (B)(6) 2018. As a part of the ventral hernia repair operation, the ventrio st hernia patch was removed and a new ventrio st hernia patch was placed. In both surgical interventions, the surgeon informed the patient that the mesh was placed due a problem with the hernia. On (B)(6) 2019, the patient was admitted in the hospital to have surgery as the patient presented with clinical symptoms of seroma and a bacterial skin infection in the same area that had been operated previously. The patient was discharged on (B)(6) 2019 after being stabilized by a battery of medications. Later, in (B)(6) 2019, the patient was admitted to once again address additional complications presenting as a result of the aforementioned surgeries. In order to ultimately resolve the hernia situation, the patient underwent an operation and was hospitalized until (B)(6) 2019 and was later referred home and assigned a nurse. It is alleged that the patient suffered physical, emotional damage, severe mental anguish, pain and pain and suffering. It is alleged that apart from invasion into the body on multiple occasions several times, as described, the patient has suffered multiple complications and pain that have lasted several years, until today. It is further alleged that the device is defective.